Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board bga flash and ram components (u102/u105, u/100/u101, respectively). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.